Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving a reading of 53 mg/dl obtained on the adc sensor scan in comparison to a reading of 106 mg/dl obtained on a hcp meter. As a result, the customer was asymptomatic but was administered an IV for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. A watermark was observed at the base of the sensor tail. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving a reading of 53 mg/dl obtained on the adc sensor scan in comparison to a reading of 106 mg/dl obtained on a hcp meter. As a result, the customer was asymptomatic but was administered an IV for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.